Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8711, lot# n301261005, product type catheter.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient who was receiving gabalon at an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that it had been observed that the patient had experienced a decrease in the effect of the drug. When the replacement of the pump and the catheter was conducted, the joint between the pump and the catheter was found to be broken and come off. Since decrease in the effect of the drug had been observed before the replacement of the pump, the new pump was ¿need to be checked if it worked normally.¿ it was noted that no further issues for the patient were reported. The date of the onset of the event and patient¿s symptoms was unknown and it was unknown as to what specific symptoms the patient experienced. It was unknown if there were any contributing factors to the event of the decrease in drug effect/damaged catheter. It was also unknown if there was any issue with the pump function. No further information was provided. The date of implant and explant were unknown. The patient outcome was also unknown. There were no reported complications.

Manufacturer narrative:
Analysis of the pump found overinfusion with an undetermined root cause. Analysis of the catheter found a catheter body ¿ dried drug, blood, or foreign material occlusion.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.